Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy pump water flow at max flow and is not regulated. They are not sure if it was discovered during a case, they just called down the biomed shop to come and get the device. And no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The most likely cause of the reported failure is due to wear and tear, as the device manufacturing date was 11/06/2017. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.